Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission with multiple non-sustained right ventricular oversensing (nsrvo) episodes. The episodes were likely being caused by noise. Impedance, sensing and thresholds appeared normal. No programming changes were performed. The patient will continue to be monitored.

Event description:
New information received notes that the lead was capped on (B)(6) 2018.

Event description:
New information received on 9/10/2018 notes that during the capping procedure on (B)(6) 2018, the lead had caused occlusion. Patient was stable post procedure.

Event description:
New information received notes that the lead was capped and replaced. During the procedure, the lead was noted to have externalized conductors. Fracture was noted as well. The patient was stable prior, during and post procedure.

Manufacturer narrative:
Correction: this supplemental report is to correct the previously submitted report to include serious injury correction: methods, results, conclusion code - this supplemental report is to correct the previously submitted codes. Correction: this supplemental the recall number.